Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, unknown. Race: requested, unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient who had an amputation below the knee had ECMO tubing inserted retrogradely from the left common femoral artery (cfa), and a 7 fr sheath was punctured from the left deep femoral artery (dfa) anterogradely. The angio-seal was used for hemostasis of the puncture site in the left deep femoral artery (dfa). When the angio-seal device was withdrawn, hemostasis was found to be not achieved, and no blood flow was confirmed to the leg. The physician presumed that the collagen slipped into the artery and decided to remove the collagen by dissection. After hemostasis of the puncture site was achieved by 0.5 hours of manual compression, the collagen was removed by dissection. The patient had no issues and will be discharged soon. According to the physician, it is likely that the bifurcation of the vessel affected the incident because the angio-seal was used in the deep femoral artery (dfa) anterogradely under irregular conditions. The blood loss was less than 250cc. Hemostasis was successfully achieved by manual compression. The patient was stable. The procedure before deploying the device was puncturing the left deep femoral artery (dfa). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The patient had no issues was set to be discharged. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been device use against IFU indications resulting in collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).